Manufacturer narrative:
During an insulin injection at home by the patient, the insulin could not be delivered due to a blocked needle. This lead to the patient ending up in a coma due to hyperglycemia. The patient was sent immediately to the hospital for treatment and care. The patient's vital signs stabilized afterwards. The review of manufacturing history showed no abnormalities or deviations from the validated manufacturing process for the main batch 211488. Tests were also completed on retention samples. One test included removal of the front end and the back end silicon, and then permeability was checked to 100%. Air stream is ducted through the cannula. An air flow sensor measures the flow stream to check for any blockage or narrowing of the flow path during the assembly process. No issues were found. A handling test was also conducted and fluid could be administered without issue.

Event description:
During an insulin injection at home by the patient, the insulin could not be delivered due to a blocked needle. This lead to the patient ending up in a coma due to hyperglycemia. The patient was sent immediately to the hospital for treatment and care. The patient's vital signs stabilized afterwards.